Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an ovarian resection procedure, the balloon part broke. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.